Manufacturer narrative:
Investigation summary visual inspection: the drill bit ø2.8 w/scal l200/100 3flute f/ (p/n:324.214, lot #:42p7172) was received at us cq. Upon visual inspection of the complaint device, the cutting edges of the device was observed to be blunt/dull. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition, hence complaint can be confirmed due to the dull condition of tip of the returned device. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 324.214 lot: 42p7172 manufacturing site: (B)(4). Release to warehouse date: 20 february 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the drill bit was dull. The issue was discovered during the procedure. There was no patient consequence. This report is for one (1) 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 2 of 2 for complaint (B)(4).